Event description:
A customer reported that their freestyle lite blood glucose monitor would not power on when either button was pressed, nor when a test strip was inserted. As a result, the customer was not able to properly obtain a glucose reading. The customer then reported feeling nauseous, experiencing headaches, and having to frequently urinate. Paramedics were called, and the customer was transported to a local hospital, where they were diagnosed with severe hyperglycemia. An unspecified intravenous treatment was administered in order to stabilize glucose levels. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.